Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 306, which was not reproduced. System error 306 was confirmed through a review of the event history log and caused by fluid intrusion into the force sensor. The failed force sensor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 306. Any patient involvement, injury or medical intervention is unknown.